Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2009. Revision surgery occured on (B)(6) 2012, due to metal sensitivity and cup anteversion. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA this is 2 of 2 mdrs relating to the same reported event. (Ref. Mdrs 3002806535-2012-00086 and 3002806535-2012-00087). This report filed (B)(4) 2012

Manufacturer narrative:
No product was received, but x-rays were received for evaluation. Examination of the radiographs indicated the stem was well positioned and the inclination of the acetabular cup appeared satisfactory. The acetabular cup appears severely antiverted and is unusual to the shell in this orientation, although it is impossible to determine the exact orientation using radiographs of this type. If the acetabular shell is antiverted then this can lead to eccentric kinematics of the joint and could lead to adverse wear. Without examination of the components, no exact conclusion can be made as to the failure of the device.